Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.